Event description:
It was reported that this right ventricular (RV) lead exhibited a sudden high out of range shock impedance measurement greater than 200 Ohms. The field representative reported the patient was admitted at the hospital. Subsequently, an interrogation was performed and found no noise observed. Reprogramming to a unipolar configuration was completed. Additional information from the field representative provided high out of range shock impedance measurements were due to lead damage at the proximal coil. The patient will continue to be monitored at this time. This RV lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
THIS PRODUCT WAS MANUFACTURED PRIOR TO IMPLEMENTATION OF THE UDI REGULATION AND AS A RESULT, THE COMPLETE UDI IS NOT AVAILABLE. APPLICABLE US PRODUCT DATA HAS BEEN INCLUDED IN THIS REPORT. THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED A SUDDEN HIGH OUT OF RANGE SHOCK IMPEDANCE MEASUREMENT GREATER THAN 200 OHMS. THE FIELD REPRESENTATIVE REPORTED THE PATIENT WAS ADMITTED AT THE HOSPITAL. SUBSEQUENTLY, AN INTERROGATION WAS PERFORMED AND FOUND NO NOISE OBSERVED. REPROGRAMMING TO A UNIPOLAR CONFIGURATION WAS COMPLETED. THE PATIENT WILL CONTINUE TO BE MONITORED AT THIS TIME. THIS RV LEAD REMAINS IN SERVICE. NO ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
Device Technical Analysis:This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted.Device History Record Review: A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling Review: Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review Risk Assessment: A Risk Review was completed and confirmed that the event of Shock Impedance High Out of Range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.